Manufacturer narrative:
Product ID 3889-28, lot# va0ywys, implanted: (B)(6) 2015, explanted: (B)(6) 2019. Product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-aug-2019, UDI#: (B)(4). Coding applies to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) and the rep: it was noted that though the ins was not completely depleted, the hcp opted to replace it given the length of time it was already in place and to avoid an additional surgery for the patient in the near future. When asked the cause of the stim to the leg/foot the hcp via the rep reported that the lead position was x-rayed in the or prior to removal. It appeared to be in s2 and was pulled back so two electrodes were in the foramen. The physician surmised that it was probably deep enough to be catching s3 nerves, but upon the patient's fall it is likely that it pulled back and was now solidly getting s2 nerve fibers. No further complications were reported or are anticipated.

Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3889-28, lot#: va0ywys, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient stated she had a fall sometime in (B)(6) of 2018 and after her fall she noticed that the stimulation from the device was in her leg and foot. She saw her physician in december and they opted to turn the device off since it was only giving stimulation in the leg. Actions that were taken: she had an impedance check at that time and everything was within acceptable limits. The surgeon placed a new lead on the right side. He removed the existing left lead and used the existing ins site. No further complications were reported or are anticipated.